Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was a change in stim without changing programming. The patient checked their programmer to verify programming. They reported random surges, drop offs, and sudden feeling of no stim/strong stim. The patient had lost their programmer. The patient was redirected to check with their health care professional (hcp) regarding implantable neurostimulator (ins) and programming. This was confirmed to be in june gradually becoming more noticeable. Other relevant medical history includes spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.